Manufacturer narrative:
(B)(4). A review of all batch record documents were performed on potentially associated lot numbers h12j03034 and h13b04045 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This is report 2 of 2. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. Treatment was not reported. The patient has not yet recovered.